Event description:
Patient had star sliding core bearing and tibial component revised.

Manufacturer narrative:
Tibial component revised to correct original cuts. Sliding core was exchanged to a larger size. Review of device history records showed no anomalies.